Manufacturer narrative:
Device history records reviewed. Review of device history records indicate the device was manufactured to specification.

Event description:
While implanting the trinica plate and screws at c5-c7 a distal portion of the device broke off and lodged below the plate. The surgeon was able to remove the broken portion of the device. This added an additional 30 minutes to the surgery.